Manufacturer narrative:
It was reported that end effector collar broke off. Product evaluation and results: visual inspection. Visual inspection confirms failed locking mechanism. A ring can be seen on the back of the 202866 release knob. The 202866 release knob is sheared off. There is oxidation and discoloration on the 202870 slide assembly, 202862 ball retainer. The 206966 reamer barrel has fractures/cracks at the degree markers . There are damaged marks on the base of the end effector. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis: material analysis was completed as part of the root cause investigation of CAPA product history review: "review of the device history records indicate (B)(4) were manufactured under lot 19410515 and 38 accepted into final stock on 08/30/2016. Review of qt16-08-0108 revealed that the non-conformance is not related to the failure alleged in this compliant." Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot number 19410515 shows 18 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
End effector collar broke off. Case type: tha. Patient was under anesthesia.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
End effector collar broke off. Case type: tha. Patient was under anesthesia.